Event description:
Reportedly, the surgeon lacerated the anterior tissue secondary to difficulty removing the device. A second device was used and it too was difficult to remove and the anvil disconnected. They reconnected the anvil and had difficulty transecting the anterior tissue. They used a third device which worked without any issues.